Event description:
It was reported that during a lavh procedure, the device made a noise during testing. They got a new one to complete the procedure. No patient consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and present. The remaining blade portion had scratches. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint information is trended on a regular bases to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.